Event description:
It was reported that during a coronary artery drug eluting stenting treatment procedure, stent damage occurred. The target lesion was in the mid left anterior descending (lad) artery of average tortuosity. The 90% stenosed, calcified lesion had been predilated with a 2.5 x 15 mm non-bsc balloon. The physician was attempting to advance the 2.75 x 32 mm taxus express2 drug eluting stent (des), but was unable to cross the target lesion. The device was removed from the patient's body and it was noticed that the edge of the stent was "lifted up". The procedure was completed with another device. There were no patient complications reported with the patient's current condition listed as "good".